Event description:
The patient reported that,while being trained on his new insulin infusion device, insulin spilled into the cartridge compartment of the device. He stated that when he was unable to remove the cap from a filled and inserted cartridge, he retracted the piston rod which became attached to the rubber plunger on the cartridge. He stated insulin spilled into the cartridge compartment and he turned the infusion device upside down to drain the insulin. The patient was educated on how to remove the plunger from the piston rod which he successfully did. The patient was then instructed to dry out the infusion device with a q-tip and let it air dry for 24 hours. On follow up, the patient stated the infusion device is fine. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.